Manufacturer narrative:
Clarification to d6a: partial date of 2005 reported. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, and non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.